Event description:
It was reported that a user on a newly replaced ilet pump experienced hypoglycemia while asleep, awoke to a pump alarm indicating a glucose value around 39 mg/dl, and self-treated with soda and candy, later reporting rebound hyperglycemia reaching 300 mg/dl with active insulin on board. Symptoms included shaking, sweating, and hallucinations consistent with severe hypoglycemia. Outcomes included self-management without assistance, education on staged carbohydrate treatment for lows, and discussion of pump best practices. Investigation included customer interview and troubleshooting with education on hypoglycemia treatment and alarm response. Investigation of this case revealed user-related overtreatment of hypoglycemia and delayed response to the initial low alert during sleep. It was concluded that the event is consistent with user management and behavioral factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.